Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0feum, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead.

Event description:
The representative reported the patient's interstim system was explanted due to an infection. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.